Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported two false positive results on the alinity m resp-4-plex assay for the sars cov-2 target. Customer stated the curves reached the fluorescence plateau at low fluorescence levels when compared to the other samples. The suspect positive results were reported outside of the lab. The physicians have questioned the results since they were expecting them to be negative. The samples were retested on m2000 and they generated negative results. It was confirmed there was no patient management impact due to this observation as the physicians questioned the results and awaited the second test. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs were evaluated. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curves were abnormal. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is (B)(4). According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. A product deficiency was not identified by this evaluation. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 516411 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 516411. The quality control (qc) testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 516411 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results with unusual amplification curves while using alinity m resp-4-plex amp kit (list 09n79-090) lot 516411. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 516411 did not identify any additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 516411. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 516411 was not identified.